Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended striated opening on patch bond edge assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.